Event description:
As reported by the user facility: air was seen in the blood lines. The machine produced safety air detect (sad) alarm. Pt was light headed and short of breath. Pt was removed from machine and o2 saturation level was checked. It was 82% at time of incident. Pt was put on oxygen until the o2 saturation level was 94% and pt was discharged at this time. On (B)(6) 2011 - additional info indicated the tech is currently gathering more details about the incident and will be attempting to get a trend file from the machine on (B)(6) 2011. She will contact with further info. The current pt status is okay and is returning for another dialysis treatment. On (B)(6) 2011 - additional info provided by the facility's biomed tech indicated she was not able to get a trend file from the machine. She performed a functional check of the machine and found no problems. She stated that she does not think there was a problem with the machine because the machine did alarm like it should and that the pt was not feeling well before the treatment started.

Manufacturer narrative:
The customer was not able to get a trend file from the machine. However, the customer biomed tech did perform operational check of the machine and found no problems and the machine was released back into service. It is possible the air may have been introduced by a loose connection at the dialyzer blood lines. The blood lines are not a part of the machine, however, the machine does monitor for air on the venous return line before it is returned to the pt. If air is detected the machine goes into an alarm state and stops the blood pump and occludes the venous return line to prevent air bubbles from getting to the pt via the venous blood line. The machine alarmed as intended. A batch review was performed by reviewing the incoming certificate and it was verified that the device complied with the specifications upon receipt. All available info has been forwarded to the actual MFR for eval.